Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurred. No additional corrective actions were necessary, as the issue did not arise again.